Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. The customer changed the cartridge and infusion set resolve the issue and resumed insulin therapy there was no reported adverse impact to the customer¿s blood glucose level.